Manufacturer narrative:
Correction to d4(gtin) and g1(reporting contact). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was alleged by the claimant, through counsel, that she was implanted with cartiva on the left side on (B)(6) 2018 and was revised on (B)(6) 2019 due to the implant recessing into the bone. Claimant demands compensation.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was alleged by the claimant, through counsel, that she was implanted with cartiva on the left side on (B)(6) 2018 and was revised on (B)(6) 2019 due to the implant recessing into the bone. Claimant demands compensation.